Manufacturer narrative:
Combination product: yes. This lead was capped on 05-aug-2025. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Shock impedance greater than 150 ohms seen on home monitoring. Patient brought into office and measurements also the same. Isometric testing did not produce noise, no noise on recordings, and all other trends and testing were normal. Clinician will present information to physician for next steps. Lead remains implanted.

Manufacturer narrative:
Combination product: yes.